Event description:
It was reported that the pump and catheter were replaced. The catheter was replaced due to suspected microholes. No pump failure was reporter. The pump was replaced to reduce the risk of having to operate on the patient again after a short time; therefore it was preferred to replace the entire system at once. The patient began having symptoms in (B)(6) 2008. The physician repeatedly increased the dose by 10% each time even though the effect was visible for only 2 weeks after increase until the symptoms returned. The beginning dosage was 530 "microsec" and eventually reached 750 even though dystonia and spasticity returned every time. X-rays reported that the catheter was not dislodged. Aspiration of the catheter through the catheter access port (cap) found no resistance and a catheter dye test did not show any anomaly. The medication used in the system at the time of the report was baclofen (unknown concentration) at 655 mcg/day. Patient outcome was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot# unknown, serial#, implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).